Manufacturer narrative:
G3 intial awareness date was 11jun2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, 60-6085-202a, lg,uterine manipulator, was used in a hysterectomy procedure on approximately 11jun26, and ¿the same registrar on 2 separate occasions using v care manipulator and green cup came apart from device¿. The procedure was completed with the use of an unknown alternate device. Further assessment found the green cup detached inside the patient. It was retrieved "and an examination of the patient had also taken place to ensure no fragments were retained and another visual of the device was done.". There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.